Manufacturer narrative:
Concomitant medical products: 5076-58 non-defib lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning which lead to a polarity switch. It was also noted that the ra lead exhibited undersensing causing false termination of ongoing arrhythmia episode. No patient complications have been reported as a result of this event.